Event description:
Philips received customer feedback that a monitor ceiling suspension with a 56 inch monitor fell down to the ground. No pt, user or bystander was it or injured.

Manufacturer narrative:
Pr#:(B)(4). When the investigation is completed, a f/u report will be sent to FDA.

Manufacturer narrative:
Philips investigated this complaint and concluded that the falling down of motorized ceiling suspension was caused by a failing retaining ring inside the actuator assembly that bears the load of the suspended parts. This retaining ring was incorrectly placed during assembly. (B)(4).